Event description:
Customer reported the insulin pump has been going into threshold suspend when her blood glucose was high. Customer's blood glucose was 300 mg/dl and sensor was 55 mg/dl. Alarm kept reoccurring while she was attempting to sleep. Customer's blood glucose was 293 mg/dl. Suspend limit is set at 75 mg/dl. High blood glucose troubleshooting was performed. Motor error alarm noted in the device alarm history and four threshold suspend alarms. High pressure test was not performed she did not have tubing clamp. Cannula was not bent. Motor error troubleshooting was performed. Customer does not recall alarm. The device was not exposed to MRI. Customer does use the sensor feature. Customer was advised about false motor error alarms. She was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.